Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer's blood glucose level was in the 300 mg/dl range. Reportedly, the customer changed the pump supplies and resumed insulin delivery.